Event description:
Note: this report is the second of two reports pertaining to the same procedure. Refer to MFR report #3005099803-2008-03327 for details regarding the first device. It was reported to boston scientific corporation in early 2006 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (patient gender, age, and weight unknown). According to the complainant, the balloon was successfully tested prior to usage. The device was advanced into the patient, inflated, and the balloon ruptured. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications as a result of this event. The patient's condition at the completion of the procedure was reported as ok.

Manufacturer narrative:
Note: the device expiration date was july, 1, 2005, six months before the early 2006 event date. A device history record review was carried out and no anomalies were found. On examination of the returned extractor rx retrieval balloon, the balloon was found to have ruptured in its central area. The unit was within all other manufacturing tolerances, including the proximal and distal balloon bonds and the latex thickness of the balloon. A visual inspection revealed that there were no other cosmetic or functional defects that would have contributed to the event. The cause of the reported complaint is undetermined.